Manufacturer narrative:
The device has been received and is being decontaminated. When available, the engineer will conduct his investigation and file his report with me. At that time, I will file a supplemental report.

Event description:
It was reported that, "a small piece of plastic was noticed on the incision line during the surgical procedure. It may have come from the inside of the trocar instrument. It was retrieved, there was not pt injury. The procedure was not altered and the surgical time was not extended."